Event description:
It was reported that during the implant procedure, the serial number of the lead was not clearly visible/readable. It was indicated that the white background behind the serial number was not present. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).